Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported the device broke during the procedure. The pieces were not left in patient.

Manufacturer narrative:
Alleged failure: the mps reported that "serfas the sales rep reported that "23299ae2 exp 25 10 25 the vapr tip degraded in the patient's shoulder. In the end, no pieces were lost, and another device was used to finish the procedure." The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be foreign material could have been from other device being used. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported the device broke during the procedure. The pieces were not left in patient.